Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 4.3 cm diameter abdominal aortic aneurysm. The proximal neck was 23-26 mm in diameter and 14 mm in length. The left and right common iliac arteries were 11 mm in diameter. The right and left external iliac arteries measured 4.5 mm in diameter. It was reported that on the final angiogram, occlusion was noted in the right internal iliac artery. In additional, a type IV blush endoleak was also observed. The physician stated that it was caused by misunderstanding of bifurcation area. It was said that left internal iliac artery was preserved so that it would be less affected. The physician was content with successful in delivery in spite of severe access. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.